Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint no: (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "bent/detached heater wire". The confirmed failure mode has been investigated in the CAPA. (B)(4).

Manufacturer narrative:
The initial 3500a form had manufacturer report number: 2242352-2015-00475 for (B)(4). The correct manufacturer report number is 2242352-2015-00474. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure using vasoview 7 xb, the balloon burst on the btt port.